Event description:
General report received of an unspecified number of undocumented incidents of inadequate suction. The suction liners were being used with a wound drainage system. After an unspecified lengths of time in use, the customer contact reported inadequate suction. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number. This report represents all the information known by the reporter upon query by hospira personnel.